Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photo provided. The most likely cause for the reported failure can be attributed to user error due to prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/5/2023, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii metal needle broke during insertion. Neither anchor was able to deploy. The broken fragments were retrieved, and the case was completed using another ar-4501 meniscal cinch ii. This was discovered during a meniscus repair procedure on (B)(6) 2023.